Manufacturer narrative:
The device was not returned for evaluation, and no pictures of the device were provided. Without these, the investigation was very limited. The complaint could not be confirmed, and no root cause could be established. This should be considered the final report. If any additional relevant information is identified it will be submitted in a supplemental report.

Event description:
Complainant alleges "the artificial blood vessel could not be severed due to insufficient thermal conductivity."